Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2022-15607. It was reported that the patient experienced ineffective therapy. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that patient had multiple falls from horse and the leads migrated. Patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored post operatively.